Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose was 400 mg/dl. Current blood glucose level was 309 mg/dl. Customer was treated with insulin pump for high blood glucose. Customer was using insulin pump within 48 hours at the time of event. Customer allege insulin pump was under delivering. Customer was not using auto mode feature at the time of event. Customer stated that when they performed high pressure test after that they got insulin flow blocked alarm. The insulin pump will be returned for the analysis.